Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) explained the message to the home patient (hp) and had him recycle the machine and error 2367 occurred. The hp said he pressed go before connecting to the machine. The patient started the initial drain not connected and realized the mistake, and then connected to the patient line and received the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient on (B)(6) 2011 in regards to a system error 2240 alarm and he said was able to resume therapy after starting over with new supplies. He said he discussed the alarm with his nurse. Since then he has been resuming therapy successfully. No further information was given. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The root cause was use error - patient not connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.